Event description:
During shift check, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" message after the battery was replaced. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed " system error, out of service, revert to manual CPR " error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was likely due to the processor board (pca) failure. The contribution of wear and tear cannot be ruled out. A visual inspection of the returned platform was performed, and no physical damage was observed. The archive data review indicated system error user advisory (ua) 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The processor board was replaced to address the system error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(4).